Event description:
Index surgery: (B)(6) 2012. Non revision due to malunion of scapula fracture. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the surgeon stated that the malunion of the scapular fracture reported was "definitely not related" to the device or procedure and can be attributed to another unknown event.